Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported pericardial effusion could not be determined. Additionally, pericardial effusion is listed in the instruction for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report worsened pericardial effusion. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A pericardial effusion was detectable prior to the procedure since the patient has heart failure. The steerable guide catheter (sgc) was inserted at the very edge of the atrial septum. One clip was implanted, reducing mr to 1. After the procedure, transesophageal echocardiography (tee) confirmed the pericardial effusion had increased from before the procedure. The physician suspects that the pericardial effusion was causally related to the sgc. There was no treatment performed. The patient is under observation. No additional information was provided.